Event description:
Severe bleeding, migraines, increasing anxiety, weight gain, drastic weight loss, increased fatigue, joint pain, hair loss, abdominal pain, nausea, vomiting. Had to have a partial hysto (B)(6) 2016 to remove the right ovary, fallopian tube and appendix (it had hardened and was blocking part of my stomach) (B)(6) 2017 total hysto.